Event description:
First implant was rejected after several weeks of draining, and wouldn't heal. Rptr had to wait until her body absorbed the polyurethane coating, then she had the second implant in 10/88. Now she has been tested and has some of the agent in her blood stream which can cause her medical problems in her bones, muscles and heart. (See also 1001403.)